Event description:
The pump was returned for a non-functional load step. Evaluation revealed that the force sensor was out of calibration, and the force sensor pins were partially dislodged. This report is made based on results of evaluation.

Manufacturer narrative:
(B)(6). Correction number:2531779-03/24/2010-003-r. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no evidence of a load step malfunction in the pump history. An ezprime operation was performed during testing, and the pump pushed all of the fluid out during the load step and emitted a "no cartridge detected" warning. During evaluation the force sensor was found to be out of calibration. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.